Event description:
It was reported by the patient stated that the last catheter sent on that order was defective they stated that the balloon busted while they had the foley catheter in, so the urine was not able to pass and the balloon seemed to have a hole on it since there was no more liquid on it. Patient didn¿t have any lot numbers since the catheter was full of urine and blood, so they threw it out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.